Manufacturer narrative:
This lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead had dislodged from its original implant location. Surgical intervention was performed and during an attempt to reposition it, the helix would not retract properly. The physician decided to explant and replace the rv lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had dislodged from its original implant location. Surgical intervention was performed and during an attempt to reposition it, the helix would not retract properly. The physician decided to explant and replace the rv lead. No adverse patient effects were reported.